Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -5.00/3.5/104 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting and elevated intraocular pressure without pupil block. On (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as the device.

Manufacturer narrative:
Claim#(B)(4).